Manufacturer narrative:
Block b5 has been updated with the additional information received on october 28, 2025. Block h6: imdrf device code a020602 captures the reportable event of stent cover component missing. Imdrf patient code e1024 captures the reportable event of bile peritonitis that developed post-procedure. Imdrf impact code f19 captures the reportable event of surgical intervention to address the open cbd exploration.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was implanted from the common bile duct to the duodenum to treat a periampullary carcinoma during an endoscopic ultrasound-guided choledochoduodenostomy procedure performed on (B)(6) 2025. During the procedure, after the stent was deployed, it was observed that the covering portion of the stent was not intact. It was noted that the covering was not present on the stent. Initially, the physician did not remove the stent, as there was a risk due to the opening created. However, after a period of observation, the patient was diagnosed with bile peritonitis, which necessitated an open common bile duct (cbd) exploration. There were no patient complications reported as a result of this event. Additional information received on october 28, 2025. The open common bile duct (cbd) exploration procedure was performed on (B)(6) 2025. During the procedure, the stent was successfully removed from the patient.

Manufacturer narrative:
Block h6: imdrf device code a020602 captures the reportable event of stent cover component missing. Imdrf patient code e1024 captures the reportable event of bile peritonitis that developed post-procedure. Imdrf impact code f19 captures the reportable event of surgical intervention to address the open cbd exploration.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was implanted to the common bile duct to duodenum to treat periampullary carcinoma during endoscopic ultrasound guided choledechoduodenostomy procedure performed on (B)(6) 2025. During procedure, after the stent was deployed it was observed that the covering portion of the stent was not intact. It was observed that the covering was not there on the stent. Initially, the physician did not remove the stent as there was a risk due to the opening created. However, after a period of observation, the patient was diagnosed with bile peritonitis, which necessitated to have an open common bile duct (cbd) exploration. There was no patient complications reported as a result of this event.